Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed error test, rewind, basic occlusion test and displacement test. However, we were unable to prime pump during prime test due to faulty force sensor resistor. The insulin pump was received with no vibrator alert due to broken black wire on vibrator motor. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a vibrate anomaly. The customer's blood glucose level was 99 mg/dl at the time of the incident. The customer stated that the insulin pump does not vibrate when the battery is low. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.